Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: a device history record review was completed by our quality engineer team for provided material number 305211 and lot number 8361988. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: based on the investigation and with no sample analysis the symptom reported by the customer could not be confirmed. We will continue monitoring the complaint trend for this product and symptom. With no sample analysis a probable root cause could not be offered.

Event description:
It was reported that the bd blunt fill needle with filter experienced foreign matter in the fluid pathway. The following information was provided by the initial reporter: we have experienced particles / fibers in our product when it is drawn up and ready for use, and we are therefore in the process of an internal investigation of where these particles / fibers can originate from, and look at the individual constituent parts of our process. As the product is filtered by drawing, particles / fibers are not expected to be from the solution itself, but it is possible that this could be due to particles / fibers originating from the filter cannula.